Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.

Event description:
Caller indicated the relion prime meter was giving variable readings. Caller was just trying to see how accurate our meter was. She is not diabetic and she purposely checked her sugar level back to back. She first got 101 and within less than a minute she got 345. She really believed that our meter is not accurate based on the difference between both readings. She did not have any symptoms or treated herself due to the fact she is not even diabetic. She said she bought the meter last night because she thinks her daughter is diabetic. She was storing the strip bottle in the bedroom and verified that she did use the proper use techniques. Controls not used. Replacing product.